Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, a minimum fill notification occurred after filling the cartridge with 150 units of insulin. The customer indicated that no backup insulin therapy method was available. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 153-154 mg/dl.